Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to correct the awareness date that was documented in the initial 3500a medwatch report. [Correction]: additional information was received on (B)(6) 2024. The information indicated that the patient experienced a cerebral hemorrhage on (B)(6) 2024 after the procedure. On (B)(6) 2024, a clinical event committee (cec) was received regarding the cerebral hemorrhage event. The cec assessed the event as being possibly unrelated to the study device and probably related to the procedure. Other possible reasons for the event were reported to be ¿1. Haemorrhage after cerebral infarction; 2. Hyperperfusion cerebral haemorrhage; 3. Caused by antiplatelet drugs; and 4. Stent displacement caused by post-stent dilation.¿ based on the additional information received on (B)(6) 2024 and 24-dec-2024, the event meets usfda reportability criteria under 21 cfr 803 with a classification of ¿death.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth and gender were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6920558. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Per the additional information received on 18-oct-2024 and 24-dec-2024; regarding the adverse event of ¿cerebral hemorrhage¿, this event is a known potential complication associated with the use of the enterprise2 vascular reconstruction device and is listed in the instructions for use (IFU) as such. There were no alleged quality issues/ malfunctions related to the device, as the device performed as intended. The cec assessed the event as being possibly unrelated to the study device and probably related to the procedure. Based on this assessment, the relationship between event to the used enterprise2 study device as a contributing factor cannot be excluded. Therefore, this event will be conservatively reported to the us FDA under reporting criteria 21 cfr 803 with the classification of ¿death.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the icad study in china. The 53-year-old female patient (subject (B)(6)) with the following medical history: hyperlipidemia: from (B)(6) 2015, to present, atorvastatin was given / hypertension: (B)(6) 2024 to present, treated with candesartan tablets. Cerebral infarction on an unknown date in (B)(6) 2024, this was treated with aspirin and clopidogrel. Cerebral infarction on (B)(6) 2024; the patient was given aspirin and clopidogrel. The patient had no allergic history. It was reported that the patient had been regularly taking aspirin tablets and clopidogrel anticoagulant drugs since (B)(6) 2024 and discontinued anticoagulant drugs on (B)(6) 2024. The patient signed the informed consent form on (B)(6) 2024, of "implantation of intracranial stent in patients with severe symptomatic atherosclerotic intracranial arterial stenosis (cerenovus enterprise 2intracranial stent): a chinese multicenter, prospective, single-arm target value study" with screening number of 1107. On (B)(6) 2024, the patient underwent a vascular stent placement procedure using a 4mm x 23mm enterprise 2 stent (encr402312 / 6920558). Heparin was administered during the procedure. Pre-operative angiography revealed severe stenosis of the right internal carotid artery c6 segment. The length of the stenosis was about 9.93 mm, the diameter of stenosis was 0.86 mm, the diameter of the normal site at the proximal end of the stenosis was 2.94 mm. The diameter of the diseased vessel at the distal end of the stenosis was 2.92 mm and stenosis degree of about 70.7%. Ten minutes after intraoperative stent placement, angiography showed good, suspected dissection shadow at the distal end of the stent, and 5 ml of tirofiban was injected into the artery, and angiography showed residual stenosis of about 40%. Five minutes later, post-dilation was performed with balloon catheter. Repeat angiography revealed good stent apposition without stent thrombosis, the diameter of the narrowest part of the diseased vessel was 2.18 mm, proximal 2.86 mm, distal 2.78 mm, and the residual stenosis was about 23.8%, and the stent had completely covered the lesion was successfully released. The procedure was completed, and the patient was sent to ICU for observation and treatment. Additional information was received on 18-oct-2024. The information indicated that the patient experienced a cerebral hemorrhage on (B)(6) 2024 after the procedure. At 18:00, the patient¿s pupils were dilated compared to before, and light reflex disappeared. Head computed tomography (CT) plain scan showed bleeding in the right basal ganglia, which ruptured into the ventricle, with a small amount of subarachnoid hemorrhage. The consultation showed surgical indications. At 21:25, the right craniotomy evacuation of intracranial hematoma + decompressive craniectomy + left trepanation and external ventricular drainage was performed. After that, the patient returned to intensive care unit (ICU) after surgery. The oxygenation was maintained well after subsequent tracheal intubation and mechanical ventilation, and the light reflex of bilateral mydriasis disappeared. Symptomatic treatment such as anti-platelet, lipid regulation and blood pressure control were performed, and the patient had severe condition and poor prognosis. On (B)(6) 2024 20:08, the test item point of care testing (poct) electrolyte analysis (arterial) showed abnormally high sodium ion result, which was diagnosed as hypernatraemia, and the patient was given sodium reduction treatment. Dynamic reexamination of serum sodium level was performed the principal investigator (pi) assessed the event as a serious, severe adverse event, and as being possibly unrelated to the investigational device and possibly related to the surgical procedure. The event was treated with medication and required an in-patient surgery. The event was not classified as unanticipated adverse device effect (uade). The event was not classified as an ischemic stroke but was classified as a symptomatic cerebral hemorrhage. The event required prolong inpatient hospitalization. The event resulted in death, which was classified as an ¿all-cause death: cerebrovascular death.¿ no device deficiencies were reported, and the device remains implanted. On (B)(6) 2024, the patient had high urine volume, considering diabetes insipidus, and was given hypophysin for treatment. Recently, the patient developed hypernatremia and diabetes insipidus, considering severe brain injury. Dehydration drugs were suspended currently. The patient's albumin was elevated to normal level. Albumin supplementation was discontinued today. Cerebral vasospasm continued to be prevented. Temporary steroids could be used to reduce oedema if necessary. The patient had no fever, and inflammatory indicators have elevated, considering ineffective anti-infection currently. Ceftazidime was discontinued for anti-infection today and changed to piperacillin and tazobactam for injection for anti-infection. The patient continued to pay attention to changes in inflammatory indicators and body temperature and adjusted the antibiotic regimen again when necessary. Other treatments were the same as before, and symptomatic and supportive treatments such as acid suppression and stomach protection, nutrition and fluid replacement, and wake-promoting were given. On (B)(6) 2024, the patient was diagnosed with hypernatraemia and hypokalaemia. Symptomatic treatment with potassium supplements and sodium reduction was given. The patient had central diabetes insipidus, pituitary maintenance and desmopressin was added. Now the inflammatory indicators continued to significantly increase, considering severe infection. The anti-infection regimen was adjusted. Consultation was on (B)(6) 2024. CT scan showed diffuse brain swelling. The fever continued from (B)(6) 2024. On (B)(6) 2024, the patient's body temperature still fluctuated, and the dynamic re-examination of infection indicators showed a decreased trend. On (B)(6) 2024, bronchoscopy was performed and submitted for examination. On (B)(6) 2024, the patient showed a tendency of increased serum sodium, fluctuating body temperature, increased inflammatory indicators, and was alert to the possibility of intracranial infection. Sputum culture on (B)(6) 2024 was not abnormal. Coagulation was improving after the transfusion. On (B)(6) 2024, na + result: 168 mmol/l. Hypophysin was given to improve diabetes insipidus, and sterilized water was used to reduce sodium. The patient was reported to be in a persistent coma, considering neurogenic shock. Family members asked for automatic discharge and was informed that the patient would have repeated condition, aggravated and life-threatening at any time after discharge, and the family members signed the informed consent form and were discharged home. The pi maintained the judgment that it was possibly related to the surgery, possibly unrelated to the investigational device, and the severity was severe. On (B)(6) 2024, the researcher conducted a follow-up visit one month after the patient's surgery. The patient's family informed the researcher that the patient had passed away on (B)(6) 2024, after being discharged from the hospital and returning home on (B)(6) 2024. On (B)(6) 2024, a clinical event committee (cec) was received regarding the cerebral hemorrhage event. The cec assessed the event as being possibly unrelated to the study device and probably related to the procedure. Other possible reasons for the event were reported to be ¿1. Haemorrhage after cerebral infarction; 2. Hyperperfusion cerebral haemorrhage; 3. Caused by antiplatelet drugs; and 4. Stent displacement caused by post-stent dilation.¿ based on the additional information received on 18-oct-2024 and 24-dec2024, the event meets usfda reportability criteria under 21 cfr 803 with a classification of ¿death.¿